Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a system error. There was no additional information provided and no patient involvement.

Event description:
It was reported that the device suffered a system error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was not confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software and performed preventative maintenance checks. Unit passed a battery conditioning test. Based on the findings, service determined that the probable root cause of the reported issue was no fault found for system error and the pcu operating as expected. A review of the device history record showed the device had a manufacture date of 12aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a system error. There was no additional information provided and no patient involvement.